Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.